Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her blood glucose descended to 44 mg/dl, which she treated by eating breakfast. She declined troubleshooting for the low blood glucose. The customer mentioned that she had issues with the insulin squirting out of the tubing during the prime process. Troubleshooting was initiated and there was no compromised force sensor system error. However, the drive support cap was sticking out. Additionally, the customer received a button error last night; however, she declined troubleshooting for that issue. The customer was advised to revert to their medically prescribed back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with intermittent button response due to the act, esc, up arrow, and down arrow buttons being flat on the button dome. The keypad connector was inspected and was locked on the lcd board. No button error alarm or ramping numbers were noted on the display. The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, self test and unexpected restart error tests. The pump passed all operating currents tested within the specification range and passed the off no power test. The pump was received with a cracked battery tube thread, a cracked reservoir tube lip, a cracked case near the display window corners, and a cracked display window. The drive support cap was inspected and no anomaly was noted. No moisture damage was noted on the electronics assembly.